Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead was noted to be partially extended when opened , prior to use. It was also reported that the helix was defective and would not retract upon using the rotation tool. The ra lead was opened/ not used and replaced. No patient complications have been reported as a result of this event.